Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On 08/14/2018 one mitraclip was implanted reducing mr to grade 1. On (B)(6) 2018 a transthoracic echocardiogram was performed and mr grade had returned to grade 4. At the 30 day follow-up visit, the patient had increased shortness of breath and the patient had recurrent mr grade 4. On (B)(6) 2018 a second mitraclip procedure was performed where mr was reduced to grade 2 with another mitraclip xtr. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dyspnea and mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported recurrent mr cannot be determined as the implanted clip appears to be stable and still on both leaflets. However, the dyspnea was likely a symptom/secondary effect of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.